Manufacturer narrative:
Device received with intermittent response from all buttons due to corroded keypad traces. No stuck button alarm noted. Device passed self test and displacement test. Device received with peeling keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck buttons. The customer stated they did not press a button down for three minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.